Event description:
It was reported that the user experienced a high blood glucose reading of 384 mg/dl on an ilet system with contact detach infusion sets and an insulin occlusion alert, which was dismissed after tubing testing showed drops and no visible kinks or bubbles; the event was characterized as lack of effect with insufficient information regarding a specific device component. Symptoms included hyperglycemia, diaphoresis, and nausea. Outcomes included no health consequences or lasting impact. Investigation of this case revealed no device problem found while the clinical issue was consistent with lack of effect, and the specific device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.